Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 250 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose ranged from 100-120 mg/dl. The customer reverted to manual injections for insulin therapy.